Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that an impedance measurement was performed and resulted in a short on contacts 0<(>&<)>3; the impedance value was 10 ohms. It is unknown when the impedances began occurring, but it was discovered on (B)(6) 2016. It was noted that the patient looking into getting an MRI but it was reported that the MRI was not related to the device/therapy. Follow-up revealed that the implantable neurostimulator (ins) reached elective replacement indicator (eri) so it will be replaced on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.